Event description:
A 4.5mm cortical screw had broke off when it was being put into fx hip compression plate system used to stabilize fracture. Head of screw came out, but end of screw (about 3/4 of length) remained in femur.